Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 700 mg/dl. Reportedly, customer was not aware that they had left exercise mode on "consistently for several days". Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones identified as life-threatening by a healthcare provider. Customer was discharged 2 days later and declined to provide further information. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.